Event description:
On event date a patient underwent implantation of staar model cc-4204bf intraocular lens in their left eye. According to reporter at dr's office, the capsule tore during insertion of the lens. They are not sure of what caused the tear, but did state the capsule tear was not due to the lens malfunctioning. A vitrectomy was performed and the patient's condition is stable.